Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient via vp-shunt on (B)(6) 2017 with setting 100mmh2o after sah. Although it was better after surgery, but the ventricular expansion had advanced. The pressure setting was changed by vpv but the situation was not changed. The setting was changed to 30mmh2o under fluoroscopy but the issue was not improved. The occlusion of the proximal catheter was not observed by contrast. The revision surgery was performed (valve, distal catheter) on (B)(6) with 70mm h2o. The symptoms was improved. Protein concentration: initial 110, after replacement 7. (B)(6) female. Primary disease: subarachnoid hemorrhage.the product will be returned to your site.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30 mmh2o. The valve was visually inspected: it was noted that the inlet connector was missing, as well as needle holes in the needle chamber. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. A metal connector was attached to the valve. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested. Only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The siphon guard passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3842 with lot 137312, conformed to the specifications when released to stock in 15th may 2017. The root cause for the missing inlet connect is probably due to users error, this however could not be determined. No root cause could be determined; as the valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.